Manufacturer narrative:
Device evaluated by MFR: the ranger device was returned for evaluation. A visual and tactile examination identified the shaft of the device to be severely accordioned. The investigator was able to remove the device from the guide catheter. A visual examination identified that the balloon was not folded, indicating the balloon was subjected to positive pressure. The returned device was subjected to an inflation/deflation test, which resulted in deionized water exiting from the guide wire port. This is an indication of a breach between the inflation lumen and guidewire lumen. The investigator was unable to inflate the balloon due to the shaft leak. No other issues were identified during the product analysis.

Event description:
It was reported that balloon deflation issue occurred. A 4x200mm, 150cm ranger drug coated balloon was selected for use in a completely total occluded lesion. During removal, the balloon became stuck inside the body and could not be deflated. The balloon was pulled out along with the sheath. The procedure was completed using this device. There were no patient complications as a result of this event. It was further reported that the inflation state is maintained during the removal process. The balloon was inflated to 10 atmospheres and maintained for 3 minutes. The patient's anatomy was challenging, long diffuse lesion and heavily calcified.

Event description:
It was reported that balloon deflation issue occurred. A 4x200mm, 150cm ranger drug coated balloon was selected for use in a completely total occluded lesion. During removal, the balloon became stuck inside the body and could not be deflated. The balloon was pulled out along with the sheath. The procedure was completed using this device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon deflation issue occurred. A 4x200mm, 150cm ranger drug coated balloon was selected for use in a completely total occluded lesion. During removal, the balloon became stuck inside the body and could not be deflated. The balloon was pulled out along with the sheath. The procedure was completed using this device. There were no patient complications as a result of this event. It was further reported that the inflation state is maintained during the removal process. The balloon was inflated to 10 atmospheres and maintained for 3 minutes. The patient's anatomy was challenging, long diffuse lesion and heavily calcified.